Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8780, lot# (B)(4), serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain. It was reported that a catheter event had occurred and was confirmed. The rep reported that there were previous catheter dye and roller studies done and the hcp believed there was a kink in the catheter. The hcp was contemplating replacing the existing catheter. The rep stated that the drug was to change with the possible revision. No symptoms were reported. Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that as an action/intervention to resolve the kinked catheter the catheter was replaced. The cause of the kinked catheter was not determined, the hcp could "just say malfunctioned catheter". The kinked catheter had been resolved, the hcp "completely changed the previous attached catheter implant". No further complications were expected or anticipated.